Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was being performed. The patient was not fully heparinized prior to transeptal puncture. The transeptal puncture was performed with transesophageal echocardiogram (tee) guidance. Thrombus was then noted on the impulse pigtail catheter by the tee physician. Activated clotting time was above 200 seconds. The thrombus was aspirated through the watchman fxd double curve sheath. Thrombus was no longer evident on tee and the procedure was completed with a 31mm watchman laa closure device implanted successfully. The patient showed no signs of thromboembolic event in post procedure.